Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (540 mg/dl). Reportedly, the customer requested assistance setting up the pump. Tandem technical support guided the customer through adjusting the pump settings. Customer did not report how elevated bg levels would be addressed.